Manufacturer narrative:
Patient identifier and weight are unk. Attempt to obtain the info has not been successful. The angiosculpt device was returned for lab analysis. Visual examination confirmed the inner member detached between the balloon tip seal bond and the distal bond but remained intact to the device. The proximal scoring element ring was lifted at the intermediate bond. The shaft was necked and kinked. The inner lumen was stretched and the proximal marker band located in the shaft. No portion of the angiosculpt device separated from the catheter. Based on the lab analysis, it leads to suggest that the device experienced excessive exertion of force applied by the user. According to the instructions for use (IFU) for angiosculpt catheter, retained device components is listed as a possible adverse effect of the procedure.

Event description:
Dilatation of the angiosculpt device occurred without any problems. When removing the angiosculpt device, the physician noted resistance. Under forced withdrawal the rescue was possible. The physician noted that the wire cage detached from the balloon.